Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he experienced several problems with the implant and need to have it removed. The patient stated that the main complaint is that when he uses the implant, it inflames the nerves in his feet, causing a painful burning sensation associated with his neuropathy. Additionally, any pressure in that area, such as sitting on a bicycle seat, exacerbates the issue. The patient mentioned that he had met with a number of urologists to address the phrenic disease. No surgical intervention has been reported, and no additional information has been provided.

Manufacturer narrative:
The event date was not provided. Therefore, 02/01/2025 was use an approximated event date.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The event date was not provided. Therefore, 02/01/2025 was use an approximated event date.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he experienced several problems with the implant and need to have it removed. The patient stated that the main complaint is that when he uses the implant, it inflames the nerves in his feet, causing a painful burning sensation associated with his neuropathy. Additionally, any pressure in that area, such as sitting on a bicycle seat, exacerbates the issue. The patient mentioned that he had met with a number of urologists to address the phrenic disease. No surgical intervention has been reported, and no additional information has been provided.